Event description:
Device was being used to assist a patient in cardiac arrest, compressions were performed for several minutes and the unit was turned off. When an attempt was made to turn the unit back on it stopped cycling. The device was removed from the patient and manual CPR continued.